Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: pn: bi71000438, ln: unk and pn: bi71000194, ln: unk. A manufacturer representative went to the site to test the imaging system. The power cord and hand switch were replaced. The system then performed as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system outside of procedure. It was reported that there were exposed wires on the power cord. The handswitch was also only working intermittently. No patient was present.